Manufacturer narrative:
The initial reporter occupation is patient/consumer. The meter and test strips were requested for investigation. The meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 5.0 inr. Qc 2: 5.1 inr. Qc 3: 5.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. Product labeling for m-41 states: "no blood detected [m-41] no blood was detected. Repeat test, with a new test strip if necessary." The investigation stated a possible reason for m-41 is a wrong sample application when the time for blood application is exceeded: the blood application must take place within 180 seconds, which is shown on the meter´s display. Product labeling for m-44 states: "test strip error [m-44] test strip failed internal control. Repeat test with a new test strip." The investigation stated that m-44 is triggered when the test strip gets wet, or if the sample was applied too early to the test strip before the 180-second countdown (the warm-up cycle of the test strip) has been finalized. The patient was advised on the proper test procedure. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation the patient was unable to test on the coaguchek vantus meter due to error messages and was consequently prescribed lovenox injections to treat a low inr result. On (B)(6) 2022 the patient reportedly obtained a successful result of 2.3 inr on the meter. The patient¿s therapeutic range is reportedly 2 ¿ 3 inr with an alleged testing frequency of weekly. Following that result, the patient alleged he was unable to test on the meter due to m-44 and m-41 error messages. On (B)(6) 2022 the patient¿s warfarin dose was reportedly decreased based on the result of 2.3 inr. On (B)(6) 2022 the patient attempted to test and allegedly received m-41 and m-44 error messages. On (B)(6) 2022 the patient attempted to test and allegedly received m-41 and m-44 error messages. On (B)(6) 2022 the patient went to the physician¿s office for testing and the lab result from an unknown method was reportedly 1.6 inr. The patient was allegedly prescribed lovenox injections to treat the low inr result. No other treatment was received and the patient was not harmed by the lovenox injections. The patient¿s current condition is reportedly "normal." The patient was reportedly using strip lot 60942022 with an expiration date of 31-oct-2023.